Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb and bottom roller were damaged, the stabilizer foot pads were worn, and the device was out of calibration; however, the repair has not yet been completed because the repair quote has not been accepted. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: finland.

Event description:
It was reported outside of surgery that the unit did not work properly. Lower roll not rolling easily ¿ stiff. (B)(6). This per request came from their own maintenance unit so there was no surgery during when they decided to send device for maintenace to zb. Damaged comb was confirmed after final investigation. There is no harm or delay reported. Due diligence is complete and there is no additional information available.